Event description:
It was reported that during implant of the right ventricular lead r wave sensing was not acceptable after placement, so the helix was retracted and the lead was placed in a different location. The helix would not extend after multiple attempts at the maximum recommended number of rotations. The lead was removed from the patient and the helix would still not extend. The lead was not used and was replaced by another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the number of turns to extend/retract the helix exceeds specification. It was noted that the helix was canted and there was blood in/on the helix/lobe mechanism.